Event description:
It was reported that a red call doctor icon was observed on this patient's home monitor. Upon investigation, a high out of range pace impedance of greater than 3,000 ohms was observed for this pacemaker and non-boston scientific right ventricular (rv) lead. This pacemaker remains in service. No adverse patient effects were reported